Event description:
It was reported during an atrial fibrillation (afib) procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). It was reported that the patient was only under observation and that no treatment was administered to the patient. The patient was reported in recovery and in stable condition. Upon request, additional information was provided by the bwi field representative. The event occurred during the ablation phase. The physician¿s opinion regarding the causality was that he was uncertain as to whether the small effusion was pre-existing or whether he had caused it and how he may have caused it. There were no other factors that might have contributed to the event. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. There was approximately 10 ¿ 15 ablation applications delivered to the patient before the event. The rf generator was set to ¿power-control¿ mode. The power was set to 30 watts. The temperature cut-off setting was set to 42 degrees and the flow setting was set to 15 ml/min. The sheath used was the st. Jude sl1. The act maintained during the procedure was >350.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and it verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model: m-5463-01, serial #:(B)(4). Coolflow pump: model #: m-5491-02, serial #:(B)(4). Webster cs with auto ID catheter: model #:d-1353-04-s, lot #:15740356m. Lasso nav variable eco catheter: model #: d-1343-01-s, lot #: 15849305l. Acunav catheter (distributed product): model #: m-5723-07, lot #: OEM_m-5723-07. Manufacturer's ref. No.: (B)(4).